Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with cracked case corner of the belt clip rails near the battery compartment, faded serial number label, broken reservoir tube lip, missing display window cover, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the reservoir was not seated. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.